Manufacturer narrative:
A supplemental MDR is being submitted, following completion of the engineering evaluation. B4, g3, g6, d9, h2, and h3 have been updated. H6: component, type of investigation, investigation findings, investigation conclusions, and h11 have been corrected. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was returned for evaluation. The sheath was returned with the associated delivery system fully inserted. The liner fully expanded as designed and the distal tip opened as designed. There was a kink on the sheath shaft 2.5 inches from the distal strain relief. There was partial liner delamination at the kink and full circumferential delamination of the liner 2.5 inches from the distal tip. The c-marker was present. Due to the nature of the event, no applicable functional or dimensional testing was performed and the issue was confirmed through visual examination. Imagery of the patient's anatomy was provided and tortuosity was present in the patient's right access vessel. Calcification was present in the patient's right access vessel and abdominal aorta. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, events reporting, or showing evidence of, sheath liner delamination manifested during withdrawal of the delivery system has not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to withdrawal of altered balloon profile, non-coaxial alignment, patient factors, and/or excessive manipulation. In addition, c-marker band separation can occur as a result of device manipulation used to overcome the withdrawal difficulty. In this case, sheath liner delamination was confirmed based on evaluation of the returned device. Available information suggests procedural factors (withdrawal of altered balloon profile) likely contributed to the event as it was reported that the 'balloon ruptured upon valve deployment'. Withdrawal of a delivery system with an altered balloon profile (burst/torn balloon) can lead to the system to catch onto the sheath liner. As such, available information suggests that procedural factors (withdrawal of altered balloon profile) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required. This is one of two manufacturing reports being submitted for this case. Please reference related manufacturer report.

Manufacturer narrative:
The investigation for this report is ongoing. This is one of two manufacturing reports being submitted for this case. Please reference related manufacturer report.

Event description:
As reported by the field clinical specialist, during a transfemoral aortic valve replacement procedure with a 26mm sapien 3 ultra valve, the balloon ruptured upon valve deployment, requiring cutdown of right femoral artery to remove delivery system. A second commander was used to make sure valve was fully deployed with success. Surgical repair of the right femoral artery was performed and runoff images were obtained. The patient remained stable during the entire procedure. The perceived root cause was possible calcification of the sinotubular junction and horizontal root. After the devices were received for evaluation, the sheath liner was fully delaminated circumferentially 2.5 inches from the distal tip.